Event description:
On 4/15/2022, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak anchor did not fit in the guide. Surgeon used a new one and case was completed without further issues. This was discovered during a procedure on (B)(6) 2022. Additional information received on 4/18/2022: this was discovered during a labrum repair on (B)(6) 2022. Surgeon used another ar-3638 fibertak was used with the same guide and case was completed without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no abnormalities were noted. The suture assembly was assembled correctly per drawing c16235, sheath was not bunched. It was also assembled to the driver correctly per drawing c11140, the sheath was fully seated in the top of the driver. No problem found.